Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua"), device breakage ("device fractured") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. D13377) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), uterine haemorrhage (seriousness criterion medically significant) with cervix haemorrhage uterine, abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), weight decreased ("weight loss"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("right ovarian cyst") and menometrorrhagia ("menometrorrhagia"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst and menometrorrhagia outcome was unknown and the uterine haemorrhage, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter provided no causality assessment for acarodermatitis with essure. The reporter considered abdominal pain lower, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menometrorrhagia, ovarian cyst, urinary incontinence, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: right ovarian cyst but was otherwise unremarkable. (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. (B)(6) 2016 : hysterosalpingogram : perforated right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus and the left essure device appears appropriately positioned. Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim was received and the following information was provided: essure lot number d13377 added; insertion date was updated from (B)(6) 2016 to (B)(6) 2016; new lab data added; right ovarian cyst and menometrorrhagia were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforted right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua"), device breakage ("device fractured") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. D13377) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. On (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), uterine haemorrhage (seriousness criterion medically significant) with cervix haemorrhage uterine, abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), weight decreased ("weight loss"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("right ovarian cyst") and menometrorrhagia ("menometrorrhagia"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst and menometrorrhagia outcome was unknown and the uterine haemorrhage, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter provided no causality assessment for acarodermatitis with essure. The reporter considered abdominal pain lower, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menometrorrhagia, ovarian cyst, urinary incontinence, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 11-aug-2016: right ovarian cyst but was otherwise unremarkable (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. (B)(6) 2016 : hysterosalpingogram : perforted right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus and the left essure device appears appropriately positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforted right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua') and device breakage ('device fractured / right device fractured') in a 25-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") with cervix haemorrhage uterine, device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("right ovarian cyst"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, menometrorrhagia, genital haemorrhage and hypersensitivity outcome was unknown and the abnormal uterine bleeding, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter provided no causality assessment for acarodermatitis with essure. The reporter considered abdominal pain lower, abnormal uterine bleeding, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, ovarian cyst, urinary incontinence and weight decreased to be related to essure. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. The number of expanded coils that appeared trailing into the uterine cavity was 1 on both side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: results: right ovarian cyst but was otherwise unremarkable. Diagnostic results: (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. (B)(6) 2016 : hysterosalpingogram : perforted right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus and the left essure device appears appropriately positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information, patient¿s demographic details and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforted right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua') and device breakage ('device fractured / right device fractured') in a 25-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding") with cervix haemorrhage uterine, device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("right ovarian cyst"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, menometrorrhagia, genital haemorrhage and hypersensitivity outcome was unknown and the uterine haemorrhage, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter provided no causality assessment for acarodermatitis with essure. The reporter considered abdominal pain lower, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, ovarian cyst, urinary incontinence, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: results: right ovarian cyst but was otherwise unremarkable. Diagnostic results: (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. (B)(6) 2016 : hysterosalpingogram : perforted right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus and the left essure device appears appropriately positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: abnormal bleeding and allergy were added. Event of uterine haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforted right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua') and device breakage ('device fractured / right device fractured') in a 25-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding") with cervix haemorrhage uterine, device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("right ovarian cyst"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, menometrorrhagia, genital haemorrhage and hypersensitivity outcome was unknown and the uterine haemorrhage, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter provided no causality assessment for acarodermatitis with essure. The reporter considered abdominal pain lower, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, ovarian cyst, urinary incontinence, uterine haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: results: right ovarian cyst but was otherwise unremarkable. Diagnostic results: (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. (B)(6) 2016 : hysterosalpingogram : perforted right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus and the left essure device appears appropriately positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube with fractured / right essure coil appeared to extend outside of the uterus near the right cornua"), device breakage ("device fractured") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), device expulsion ("migrated essure device positioned medially along the dorsal aspect of the fundus"), uterine haemorrhage (seriousness criterion medically significant) with cervix haemorrhage uterine, abdominal pain lower ("cramping"), acarodermatitis ("scabies") with rash, back pain ("lower back pain"), arthralgia ("joint pain"), weight decreased ("weight loss"), fatigue ("extreme fatigue"), urinary incontinence ("bladder leakage") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage and device expulsion outcome was unknown and the uterine haemorrhage, abdominal pain lower, back pain, arthralgia, weight decreased, fatigue, urinary incontinence and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, urinary incontinence, uterine haemorrhage and weight decreased to be related to essure. The reporter provided no causality assessment for acarodermatitis with essure. The reporter commented: patient was prescribed estrace and ultram, her joint pain has worsened since the placement of the device. Diagnostic results: (B)(6) 2016 : computerised tomogram : the right essure coil appeared to extend outside of the uterus near the right cornua. The right essure wire did not appear to be within the right fallopian tube. On (B)(6) 2016 : hysterosalpingogram : perforated right fallopian tube with fractured and migrated essure device positioned medially along the dorsal aspect of the fundus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.